Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for suspected pump thrombosis, increased lactate dehydrogenase (ldh), mildly increased outflow velocities, and increased liver function tests. The ldh was 5200u/l with a baseline around 600-700u/l. The patient reportedly was seen recently in the clinic and he was doing well; nothing triggered any alarms until the ldh levels were reviewed. There were no changes in the pump parameters and no alarms occurred. On (B)(6) 2015 the patient's ldh peaked in the 14,000u/l range and he experienced heart failure symptoms including shortness of breath, fatigue, dark colored urine and dropping hemoglobin and hematocrit values. An echocardiogram was not performed because they did not want to lower the pump speed given the patient¿s condition. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: - 1 year, 7 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump confirmed the report of suspected pump thrombosis. Two red, flat, tissue-like depositions were present on the body of the rotor. Additionally, a non-laminated tissue-like deposition was present surrounding the outlet bearing ball. Both depositions showed areas of denaturation indicating that they were present for an undetermined amount of time while the pump was operating. The depositions did not appear to have originated in these locations; however, their specific origins could not be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: pump thrombosis. Additional information also included that the patient underwent a pump exchange.